Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, after firing the device, the anastomotic ring was intact, an air leak test was performed and a leak was detected at the anastomotic ring. The doctor over sewed the anastomosis with suture. There were no patient consequences reported. The sales rep was present for the procedure.